Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, resolving the issue, and instructed them to continue using the pump while advising them to call back if the malfunction code recurs.